Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported via voluntary medwatch mw5102313 that the patient stated the pump was alarming no disposable, clamp tubing. However the cassette reservoir volume showed 100 ml, and the patient believes the infusion pump ever started infusing since that morning. Both of the patients pumps were alarming when attempting to use the same infusion cassette. The patient estimates they were without medication for about six hours. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported via voluntary medwatch mw5102313 that the patient stated the pump was alarming no disposable, clamp tubing. However the cassette reservoir volume showed 100 ml, and the patient believes the infusion pump ever started infusing since that morning. Both of the patients pumps were alarming when attempting to use the same infusion cassette. The patient estimates they were without medication for about six hours. There was no patient injury reported.